Event description:
It was reported that 20 cc of blood remained in the reservoir after the collected blood was transferred into the blood bag. Because it would not transfer this 20cc of blood needed to be discarded. There were no reports of any adverse consequences and no medical intervention was required.

Manufacturer narrative:
The device will not be returned to the MFR for eval.